Event description:
The customer reported that during a rectum resection, a slight bleeding of less than 500cc's was noted after sealing the inferior mesentric tissue. The customer was not able to confirm if end tones, indicating a complete seal cycle, were heard or if alarms were provided by the energy platform in use. No further issues were noted during the remainder of the surgery. There was no reported patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.